Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low impedance values (<200), noisy signals which inhibited pacing delivery when required, and oversensing due to damage to the lead caused by clavicular/first rib entrapment. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low impedance values (<200), noisy signals which inhibited pacing delivery when required, and oversensing due to damage to the lead caused by clavicular/first rib entrapment. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted insulation damage ~40 cm from the terminal pin. The damage -- inner insulation worn through -- indicates rubbing between inner/outer coils. The noise, oversensing, pacing-not-delivered, low impedance and device damage allegations were confirmed.